Event description:
A consumer reported her thermometer was reading several degrees low on their infant. The sex and exact age of the infant is unknown. The low reading from the thermometer on the thermometer may have caused a delay in medical attention. The infant was admitted to the hospital for several days. The infant has since been released from the hospital and is doing well.